Manufacturer narrative:
Additional information: g2 (add source), h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) failed to start the infusion. At the start of a dexmedetomidine drip, it was observed that the drops were flowing; however, in the morning, it was observed that the bag was full as no medication had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.